Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via company representatives regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they read their calendar wrong, and they were supposed to be in the clinic 2 weeks ago yesterday for a pump refill. They called the clinic friday ((B)(6) 2024), and they told them to come in the following wednesday ((B)(6) 2024), but then they called and canceled and told them to come in the next day ((B)(6) 2024), but they ended up in the hospital that day because they were very sick. The patient stated, ¿no one knows how to deal with this pump - I didn't get out until sunday ((B)(6) 2024) evening - they weren't going to release me until monday, but they let me out sunday because I originally couldn't keep any spoon down, but I finally cut down like part of a chicken - they let me go home, so I called the doctor¿s office yesterday ((B)(6) 2024) morning and they were going to call me back because they know the pump is empty. - it's been empty since probably about two weeks ago - I'm taking oral medication which seems to be working. The patient had since contacted the office multiple times and hadn¿t heard from them yet and wanted to know how long the alarm would go off because the medication was gone. The patient stated, ¿I feel like I'm in danger here - I read my book and it said it can be fatal - I've already gone through withdrawals and there's nothing left in the pump - people can hear the alarm as they are next to me, and it scared my dog - at first I didn't notice it because it was like every hour - then I timed it in the car and it was going off like every 15 minutes¿ the patient later stated ¿about every half hour or less.¿ the patient stated, ¿I called the doctor's office 14 times, and they have a new system now where I can't get a hold of them.¿ the agent offered physician listings, but the patient declined stating ¿that isn't helpful.¿ the patient stated, ¿since I haven't had any issues with this, I'm thinking about just getting rid of the pump - I have to drive 100 miles to get it filled every 45 days, but now I'm just thinking that since I've not had any medication for over 2 weeks and doing ok, I should just have it removed - I kind of like to live a little longer a fter going through what I did at the hospital - it was not fun.¿ additional information was received later the same day from a healthcare provider via company representatives who reported that the pump medication was ordered and should arrive tomorrow, and that the patient had been contacted and informed of the appointment.

Event description:
Additional information provided from a patient indicated their weight at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.